Manufacturer narrative:
The stryker service representative advised the customer to replace the current batteries as a precaution.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly and would no longer power on. As a result, defibrillation therapy would not be available, if needed. This issue is patient related; however there was no adverse event reported.

Event description:
A customer contacted stryker to report that their device had powerered off unexpectedly and would no longer power on. As a result, defibrillation therapy would not be available, if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. After replacing the battery pins, as a precaution, and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.